Manufacturer narrative:
Additional information: a1: patient identifier. B3: date of event block b5: date of event was approximated to (B)(6) 2012, the date of implant, as no event date was reported. Correction: d4: UDI (populated). H6: impact codes (removed f12). Block a1: meshc-20211001-d8c5cafb . Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6). Block h6: patient code e2330 and e1405 capture the reportable events of pain and dyspareunia. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on an unspecified date and a solyx was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Nonsurgical treatments: the patient was treated with pain medication: paracetamol for the treatment of: dull pain. Treatment duration: years. The patient was treated with psychological medication: effexor for the treatment of: depression. Treatment duration: years. The patient was treated with other medication (please specify). The patient was treated with topical treatment (including oestrogen cream): hiprex for the treatment of: prevent utis. Treatment duration: years. Additional information received on august 3, 2022. This report pertains to one of three devices used during the same procedure, the upsylon device. Refer to manufacturer reports # 3005099803-2021-07520 and 3005099803-2022-04890 for the associated device information. The patient was also implanted with an advantage fit system device on (B)(6) 2012.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on an unspecified date and a solyx was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury nonsurgical treatments: the patient was treated with pain medication: paracetamol for the treatment of: dull pain. Treatment duration: years. The patient was treated with psychological medication: effexor for the treatment of: depression. Treatment duration: years. The patient was treated with other medication (please specify). The patient was treated with topical treatment (including oestrogen cream): hiprex for the treatment of: prevent utis. Treatment duration: years. Device 1 of 2.